Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation and essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), adnexa uteri pain ("ovary pain"), feeling abnormal ("brain fog") and memory impairment ("memory problem"). The patient was treated with surgery (6 wk post op). Essure was removed. At the time of the report, the genital haemorrhage and adnexa uteri pain outcome was unknown and the feeling abnormal and memory impairment had not resolved. The reporter considered adnexa uteri pain, feeling abnormal, genital haemorrhage and memory impairment to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿genital haemorrhage, adnexa uteri pain, medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2020: the event ¿brain fog¿ and ¿memory problem¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "I had an ablation and essure". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and adnexa uteri pain ("ovary pain"). The patient was treated with surgery (6 wk post op). At the time of the report, the genital haemorrhage and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain and genital haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿genital haemorrhage, adnexa uteri pain, medical device monitoring error". Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: event genital bleeding was updated to serious incident as patient was 6 weeks post operative. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.